Event description:
This is filed for the mitraclip that failed to stay closed during deployment and had to be removed from the anatomy in an open clip position. It was reported that the mitraclip delivery system (cds) was tested and prepared according to the device instructions for use. The cds was inserted into the anatomy and both leaflets were grasped. Leaflet insertion was confirmed with the echocardiogram. Final arm angle was tested, but the physician was not sure if the clip remained closed as the clip was not visible on the echocardiogram during the final arm angle test. Visualization was not difficult; however, the angle of the fluoroscopy was not adjusted to see both clip arms. The lock line was removed without resistance and the clip was deployed to detach it from the cds. During deployment, the clip arms were noted to be 180 degrees open. As the gripper lines were not yet removed from the clip, the clip was successfully retracted from the left atrium, across the septum, the right atrium and the inferior vena cava via the gripper line to the groin access site. At the access site, the clip was removed with a tweezer resulting in more bleeding than expected. Manual compression was applied and hemostasis was obtained. The patient remained hemodynamically stable throughout the procedure. The procedure was aborted and mitral regurgitation remained grade 3. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). For deploying clip though unable to establish final arm angle. The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Image review was performed by the abbott vascular senior medical advisor. The reviewer concluded with the images provided, that leaflet insertion with the clip was confirmed but complete closure was unable to be confirmed, as not all aspects of the device, specifically the arms, were visualized. The opening of the clip to 180 degrees was confirmed. The removal of the clip from the anatomy was not visualized. The incomplete evaluation of closure of the clip was confirmed in the images provided. There is no evidence of a device issue resulting in the reported clip opening.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Since it was reported that the physician did not adjust the fluoroscopic angulation, resulting in the inability to confirm that the clip remained in the closed position, it can be determined that user error contributed to the reported event. It should be noted that the mitraclip instructions for use (IFU) instructs the user to establish final arm angle [make sure the clip remains closed]. IFU states the clip arms may open slightly before remaining in a stable position. If the arms open more than slightly, close the clip to the desired arm position and re-establish final arm angle. The patient effect of bleeding / hemorrhage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.